Event description:
It was reported when the device was used during a gastric resection, the staples did not form properly. The surgeon stated that he did not seat the retaining pin properly, which may have caused the staples to malformed. The anastomosis was completed using sutures. There was no patient consequence.